Event description:
Additional information from the consumer reported that the replacement of the programmer did not resolve the return of symptoms. The battery was non-functioning in the implant. The patient had an appointment with a urologist on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that impedances for 0 and 3 were over 4000 ohms and when he ran it later at 1.2 volts, it was 2400 ohms. When the rep was asked to run impedances again with and without pressure at the implantable neurostimulator (ins) site, 0 and 2 were at 2000 ohms and 0 and 3 at 4000 ohms with pressure. This was ran at 1 milliamp. The patient had gained weight in the last couple years and the ins might be twisted. The weight gain was due to the pregnisone that the patient was on. The rep further indicated that initially the implant was flat, but now felt like it was sticking out. The battery life was at 42 months with initial check and later it was at 101 months. The health care professional (hcp) would order x-rays. There were no trauma/falls reported that could be related to the issue. There was a return of urinary symptoms. This occurred in (B)(6) of 2015. The rep was notified by the hcp a couple of weeks ago but due to distance was not able to see the patient until (B)(6) 2016. The patient would feel stimulation for 5-10 seconds when the therapy was turned on and then it went away. The patient could be walking or sitting but the sensation did not come back. The rep increased stimulation over the call to program 1 at 2.5 volts where the patient felt stimulation was strong but then it went away. The rep further increased stimulation but the patient had the same response of feeling stimulation and then it went away. It was further reported by the rep on 2016-01-13 that the patient was scheduling x-rays this week due to poor weather last friday. The hcp would determine the next step after the x-rays. It was later reported by the rep on 2016-01-21 that the patient was recovering from gall bladder surgery and was waiting to get x-rays of her lead and battery.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va06ujm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that a poor communication screen was seen on the programmer. The patient had poor communication with her device. The patient could not get up quick enough to get to the bathroom and was going through pads like she was before she had the implant. This was considered sudden in onset. The patient received a replacement programmer but this did not resolve the communication issue. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.